Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available or evaluated on site. The serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate delivery of citrate occurred during continuous renal replacement therapy with a prismax machine. There was no report of serious injury of medical intervention associated with this event. No additional information is available.